Event description:
Patient was found motionless on the asphalt grounds of the hospital courtyard. Patient resuscitated unsuccessfully in ER. Patient's bed still with 4 siderails up, upper limb, lower limb restraints attached to be, left lower limb restraint broken, no withnesses to actualfalldevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.